Manufacturer narrative:
Submit date: 9/21/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the guide wire could be pushed through the needle. They can push the guide wire through the needle at first but once trying to remove the wire, it got stuck so they had to remove both the needle and wire together. There was no patient involved.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. The DHR review indicated that there was no quality issue associated with this report. All dhrs are reviewed for accuracy previous to releasing the product lot. The sample was received at the plant for evaluation; it consisted of one dual catheter and a dilator. These components were received inside a generic plastic bag and did not present signs of use on a patient. Based on the complaint description, the guide wire could not be removed from the needle; however these components were not returned for evaluation and the reported failure could not be confirmed. The guide wire and the needle were not returned for evaluation. It is not possible to identify a definitive root cause without evaluating the components involved. No complaints triggers or trends were identified. No harm was reported for this complaint. No further actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.